Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found that there was no video recording/image capture. The technician reset the avc-x, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that the image on their hd recorder connected to the hexavue custom room rack had lines. No report of injury.